Manufacturer narrative:
This report is being amended to reflect changes in sections. This report will be amended when our investigation is complete.

Manufacturer narrative:
The femoral head was returned for review and is broken into four large pieces, with various metal transfer present. The device history records for the femoral head were reviewed and no anomalies or deviations were identified. The devices were used in treatment. Primary operative notes were received and translated to english; no indications of a root cause were evident. Revision operative notes were received and translated to english; metallosis is referenced, which is likely due to the severe metal-implant wear apparent on the returned devices. The components were confirmed as compatible. No additional complaints have been received against the manufacturing lot of the femoral head. With the information provided, a definitive root cause cannot be stated.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised for a broken ceramic head.